Event description:
Per medwatch from facility: "facility responded to cardiac arrest, during the course of the code facility had to 'c.s'. Patient several times. The lifepac 12 worked fine until just before facility arrived at hosp. When facility attempted to c.s. (Charge) patient, screen showed message stating that cables were not connected. Facility checked cable attachment several times and rebooted the monitor. Facility was unable to get the unit to c.s. They had run test on monitor when their shift began and it had tested ok."